Event description:
It was reported the patient experienced a loss of therapeutic effect. It was stated that, following a car accident on (B)(6) 2009 in which the patient "broke their sternum," the patient is not receiving therapy in the back and their "right leg and heel are going numb." It was stated that, if they "turn up their device too high, they report their heart goes funny." A "burning sensation at the lead location" was also reported. The patient also reports "falling hard a few weeks ago." It was stated that the patient's device "had not been checked since the car accident." Additional information has been requested, a follow-up report will be sent if additional information becomes available. Please see MFR report # 3004209178201008224.

Manufacturer narrative:
(B)(4).